Manufacturer narrative:
Evaluation summary: the lens was returned in the well area of the lens case. The lens has been cut into three pieces returned adhered together with viscoelastic. The lens was cleaned with lphse for further evaluation. The central portion has a small crack on the anterior surface. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was indicated. It is unknown if a qualified viscoelastic and handpiece were used. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a crack on the lens was noticed. The lens was removed and replaced with another lens during the initial procedure with no reported harm to the patient. Additional information has been requested.